Event description:
According to the reporter, during thoracoscopic left pulmonary bullae resection, thoracoscopic pleural repair, and thoracoscopic pleurodesis under general anesthesia with tracheal intubation, after the electrosurgical generator was connected to the host, the "electrocut" key continued to work and the head of the electrosurgical generator turned black, and the work could not be canceled until the electrosurgical pencil was separated from the host. The self-activation happened without pressing/pushing of activation button. Replacing the electrosurgical generator machine could not solve the problem, and it could be used normally after replacing the electrosurgical instrument.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during thoracoscopic left pulmonary bullae resection, thoracoscopic pleural repair, and thoracoscopic pleurodesis under general anesthesia with tracheal intubation, after the electrosurgical generator was connected to the host, the "electrocut" key continued to work and the head of the electrosurgical generator turned black, and the work could not be canceled until the electrosurgical pencil was separated from the host. Replacing the electrosurgical generator machine could not solve the problem, and it could be used normally after replacing the electrosurgical instrument.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.